Event description:
I used renu multiplus no rub solution contact lens saline solution from 10/99 through 03/19/06. On that date I stopped using the solution because my eye became sore, red, and produced discharge. My eye was too sore to wear my contact lenses. I was diagnosed with fusarium keratitis on 03/23/06 after an exam with the optometrist. I am taking anti-fungal drops: ciprofloxacin hydrochloride ophthalmic solution and vigamox. The vision in my right eye has been significantly impaired. It was also diagnosed that I suffered permanent scarring on my left cornea from fusarium keratitis that was never treated. Event did not abate after use stopped. Solution used to clean contacts.